Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that needle of sensor got stuck in skin and customer had to remove it by hand. Customer stated that because of the pain they did not use the other 3 remaining sensors. Customer used different lot number and that worked fine. No harm requiring medical intervention was reported. The sensor will not be returned for analysis